Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as a surgical impact opening and missing shell observed assessed as inconclusive. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture and pain." The device has been explanted and replaced with another's manufacturer's device.

Manufacturer narrative:
Correction to h6 adverse event problem: un-reporting e1402 breast discomfort/pain submitted in the initial medwatch. Additional, changed, and/or corrected data: b3, b5, b6, h6, h11.

Event description:
Healthcare professional reported "pain" and "rupture". Patient's representative reported "implant defect", "increased cancer risk", "increased risk of a potentially life and health threating alcl disease". Patient's representative later reported "silicone leakage" and "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued section e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted and replaced with another's manufacturer's device.